Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient anatomy included a posterior leaflet flail. During the procedure, the first clip was advanced to the mitral valve and placed at the anterior 2/posterior 2 (a2/p2) leaflet segment. Deployment was initiated. The release pin was removed and the arm positioner was turned in the open direction until the release pin groove was seen. The actuator knob was turned 8 times and then pulled. The clip did not release. The delivery catheter (dc) shaft was better aligned to the clip. The actuator knob was turned additionally in the open direction and an attempt was made to push the clip off the delivery system by pushing the actuator knob. The steerable guide catheter was turned about 40 degrees posteriorly and the clip was released. The procedure continued with implantation of two additional clips and mr was reduced to grade <1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.